Manufacturer narrative:
The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing reappearance of urinary incontinence. An x-ray confirmed that the system was drained and there was a hole in the cuff. A replacement surgery was performed in which all components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically examined. A cuff pinhole was identified proximal to the edge/seam consistent with wear at a corner of a fold. The balloon and pump were visually and microscopically tested. No anomalies were found with the components. Based on the information available and analysis results, the hole identified in the cuff could have caused or contributed to the reported clinical observation of fluid leak and material hole. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing reappearance of urinary incontinence. An x-ray confirmed that the system was drained and there was a hole in the cuff. A replacement surgery was performed in which all components were removed and replaced. No patient complications were reported.